Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found an uncapped tube in the decapper lane. The cse reviewed the sample route, showing the sample cap status was unable to be determined at the confirmation gate. The cse cleaned the reader. The cse found the gripper fingers in the sample manager were dirty with a sticky residue. The cse cleaned the gripper. No further issue occurred since the correction. The cause of the spilled samples is from the gripper fingers. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported multiple patient sample tubes were found spilled on the track of their advia workcell. One patient required a redraw; all other samples were already processed. The patient that required to be redrawn was being tested for carbamazepine, phosphorous, and magnesium. The patient was redrawn and tested "a couple of hours" later. There are no known reports of patient intervention or adverse health consequences due to the spilled sample, causing a delay and requiring the patient to be redrawn.